Event description:
The peritoneal dialysis (pd) pt's nurse stated the pt was hospitalized on (B)(6) 2015 for fluid overload following four days of missed treatments and as a result of non-compliance with his peritoneal dialysis treatments. The nurse reported the pt was depressed and lately had been inconsistent with completing dialysis treatments. The nurse stated the pt was trained on performing stat drains as well as manual peritoneal dialysis therapy if needed but stated it was unk if the pt reverted to continuous ambulatory peritoneal dialysis (capd) treatments as a result of the alarm occurrences. Per pdrn the pt did not contact her or technical services for assistance when the alarms occurred. The nurse stated it was currently unk how many treatments were missed as the pt did not bring his records during his last clinical visit on (B)(6) 2015. The nurse stated the pt was still hospitalized and continued peritoneal dialysis treatments using the hospital cycler. The nurse stated upon discharge was expected to resume continuous cycler-assisted peritoneal dialysis (ccpd) treatments with the replacement cycler. Medical records were requested.

Manufacturer narrative:
Based on the info provided, it is unknown how the device may have caused or contributed to the event. The post market surveillance department has requested medical records. The device has not yet been not returned to the MFR for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon receipt of the device and completion of the investigation.